Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure® device was visualized on the right side/ small bowel had adhered'), pregnancy with contraceptive device ('pregnancy on essure'), caesarean section ('c-section'), genital haemorrhage ('persistent bleeding'), uterine haemorrhage ('abnormal uterine bleeding'), abdominal pain lower ('lower abdomen pain'), dysuria ('dysuria'), urination pain ('pressure with urination'), vulvovaginal swelling ('vaginal introitus'), urinary tract infection ('urinary tract infection') and bacterial vaginosis ('bacterial vaginosis') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced night sweats ("night sweats"), chills ("chills"), vaginal discharge ("vaginal discharge") and asthenia ("weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain on her sides bilaterally"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ periods had become heavier"), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), dysuria (seriousness criterion hospitalization), urination pain (seriousness criterion hospitalization), vulvovaginal swelling (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), bacterial vaginosis (seriousness criterion hospitalization), vaginal bleeding ("vaginal bleeding/ brownish red vaginal bleeding"), anaemia ("anemia"), ovarian cyst ("right ovarian cyst"), dental caries ("chronic dental decay") and vaginal haemorrhage ("vaginal spotting"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017 removal of the left-sided essure/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, menorrhagia, uterine haemorrhage, fatigue, abdominal pain lower, dysuria, urination pain, uterine leiomyoma, vulvovaginal swelling, night sweats, chills, vaginal discharge, asthenia, anaemia, ovarian cyst and dental caries outcome was unknown, the pelvic pain, vaginal bleeding and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, migraine and urinary tract infection had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anaemia, asthenia, bacterial vaginosis, caesarean section, chills, dental caries, device dislocation, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal bleeding, vaginal discharge, vulvovaginal swelling, urination pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiff syphrett stll have the right essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: possible underlying fibroids. Ultrasound pelvis - on (B)(6) 2016: results: right ovarian cyst. Ultrasound scan - on (B)(6) 2016: results: confirmed the pregnancy. X-ray - in 2013: results: devices appeared to be in place. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received. Event- she didn¿t went confirmation test was added. Reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure® device was visualized on the right side/ small bowel had adhered'), abdominal pain lower ('lower abdomen pain'), dysuria ('dysuria'), urination pain ('pressure with urination'), vulvovaginal swelling ('vaginal introitus'), urinary tract infection ('urinary tract infection'), bacterial vaginosis ('bacterial vaginosis') and caesarean section ('c-section') in a 32-year-old female patient who had essure (batch no. 749470-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced night sweats ("night sweats"), chills ("chills"), vaginal discharge ("vaginal discharge") and asthenia ("weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysuria (seriousness criterion hospitalization), urination pain (seriousness criterion hospitalization), vulvovaginal swelling (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), bacterial vaginosis (seriousness criterion hospitalization), pelvic pain ("pain/ pain on her sides bilaterally"), genital haemorrhage ("persistent bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ periods had become heavier"), uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue"), migraine ("migraines"), vaginal bleeding ("vaginal bleeding/ brownish red vaginal bleeding"), anaemia ("anemia"), ovarian cyst ("right ovarian cyst"), dental caries ("chronic dental decay") and vaginal haemorrhage ("vaginal spotting"), was found to have a pregnancy with contraceptive device ("pregnancy on essure"), underwent caesarean section (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017 removal of the left-sided essure/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, dysuria, urination pain, vulvovaginal swelling, pregnancy with contraceptive device, caesarean section, menorrhagia, uterine haemorrhage, fatigue, uterine leiomyoma, night sweats, chills, vaginal discharge, asthenia, anaemia, ovarian cyst and dental caries outcome was unknown, the urinary tract infection, genital haemorrhage, abdominal pain and migraine had not resolved and the pelvic pain, vaginal bleeding and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, anaemia, asthenia, bacterial vaginosis, caesarean section, chills, dental caries, device dislocation, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal bleeding, vaginal discharge, vulvovaginal swelling, urination pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiff syphrett stll have the right essure device surgically implanted. Discrepancy noted in insertion date -(B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: possible underlying fibroids. Ultrasound pelvis - on (B)(6) 2016: results: right ovarian cyst. Ultrasound scan - on (B)(6) 2016: results: confirmed the pregnancy. X-ray - in 2013: results: devices appeared to be in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure® device was visualized on the right side/ small bowel had adhered'), abdominal pain lower ('lower abdomen pain'), dysuria ('dysuria'), urination pain ('pressure with urination'), vulvovaginal swelling ('vaginal introitus'), urinary tract infection ('urinary tract infection'), bacterial vaginosis ('bacterial vaginosis') and caesarean section ('c-section') in a 32-year-old female patient who had essure (batch no. 749470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced night sweats ("night sweats"), chills ("chills"), vaginal discharge ("vaginal discharge") and asthenia ("weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysuria (seriousness criterion hospitalization), urination pain (seriousness criterion hospitalization), vulvovaginal swelling (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), bacterial vaginosis (seriousness criterion hospitalization), pelvic pain ("pain/ pain on her sides bilaterally"), genital haemorrhage ("persistent bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ periods had become heavier"), uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue"), migraine ("migraines"), vaginal bleeding ("vaginal bleeding/ brownish red vaginal bleeding"), anaemia ("anemia"), ovarian cyst ("right ovarian cyst"), dental caries ("chronic dental decay") and vaginal haemorrhage ("vaginal spotting"), was found to have a pregnancy with contraceptive device ("pregnancy on essure"), underwent caesarean section (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017 removal of the left-sided essure/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, dysuria, urination pain, vulvovaginal swelling, pregnancy with contraceptive device, caesarean section, menorrhagia, uterine haemorrhage, fatigue, uterine leiomyoma, night sweats, chills, vaginal discharge, asthenia, anaemia, ovarian cyst and dental caries outcome was unknown, the urinary tract infection, genital haemorrhage, abdominal pain and migraine had not resolved and the pelvic pain, vaginal bleeding and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, anaemia, asthenia, bacterial vaginosis, caesarean section, chills, dental caries, device dislocation, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal bleeding, vaginal discharge, vulvovaginal swelling, urination pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiff syphrett stll have the right essure device surgically implanted. Discrepancy noted in insertion date -(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: possible underlying fibroids. Ultrasound pelvis - on (B)(6) 2016: results: right ovarian cyst. Ultrasound scan - on (B)(6) 2016: results: confirmed the pregnancy. X-ray - in 2013: results: devices appeared to be in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: pfs received. Lot no. Were added. Pregnancy outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure® device was visualized on the right side/ small bowel had adhered'), abdominal pain lower ('lower abdomen pain'), dysuria ('dysuria'), urination pain ('pressure with urination'), vulvovaginal swelling ('vaginal introitus'), urinary tract infection ('urinary tract infection'), bacterial vaginosis ('bacterial vaginosis') and caesarean section ('c-section') in a 32-year-old female patient who had essure (batch no. 749470-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced night sweats ("night sweats"), chills ("chills"), vaginal discharge ("vaginal discharge") and asthenia ("weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysuria (seriousness criterion hospitalization), urination pain (seriousness criterion hospitalization), vulvovaginal swelling (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), bacterial vaginosis (seriousness criterion hospitalization), pelvic pain ("pain/ pain on her sides bilaterally"), genital haemorrhage ("persistent bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ periods had become heavier"), uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue"), migraine ("migraines"), vaginal bleeding ("vaginal bleeding/ brownish red vaginal bleeding"), anaemia ("anemia"), ovarian cyst ("right ovarian cyst"), dental caries ("chronic dental decay") and vaginal haemorrhage ("vaginal spotting"), was found to have a pregnancy with contraceptive device ("pregnancy on essure"), underwent caesarean section (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017 removal of the left-sided essure/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, dysuria, urination pain, vulvovaginal swelling, pregnancy with contraceptive device, caesarean section, menorrhagia, uterine haemorrhage, fatigue, uterine leiomyoma, night sweats, chills, vaginal discharge, asthenia, anaemia, ovarian cyst and dental caries outcome was unknown, the urinary tract infection, genital haemorrhage, abdominal pain and migraine had not resolved and the pelvic pain, vaginal bleeding and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, anaemia, asthenia, bacterial vaginosis, caesarean section, chills, dental caries, device dislocation, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal bleeding, vaginal discharge, vulvovaginal swelling, urination pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiff syphrett stll have the right essure device surgically implanted. Discrepancy noted in insertion date -(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: possible underlying fibroids. Ultrasound pelvis - on (B)(6) 2016: results: right ovarian cyst. Ultrasound scan - on (B)(6) 2016: results: confirmed the pregnancy. X-ray - in 2013: results: devices appeared to be in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure® device was visualized on the right side/ small bowel had adhered'), abdominal pain lower ('lower abdomen pain'), dysuria ('dysuria'), micturition urgency ('pressure with urination'), vulvovaginal swelling ('vaginal introitus'), urinary tract infection ('urinary tract infection'), bacterial vaginosis ('bacterial vaginosis') and caesarean section ('c-section') in a 32-year-old female patient who had essure (batch no. 749470-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced night sweats ("night sweats"), chills ("chills"), vaginal discharge ("vaginal discharge") and asthenia ("weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysuria (seriousness criterion hospitalization), micturition urgency (seriousness criterion hospitalization), vulvovaginal swelling (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), bacterial vaginosis (seriousness criterion hospitalization), pelvic pain ("pain/ pain on her sides bilaterally"), genital haemorrhage ("persistent bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ periods had become heavier"), uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue"), migraine ("migraines"), vaginal bleeding ("vaginal bleeding/ brownish red vaginal bleeding"), anaemia ("anemia"), ovarian cyst ("right ovarian cyst"), dental caries ("chronic dental decay"), vaginal haemorrhage ("vaginal spotting"), autoimmune disorder ("autoimmune "), hypersensitivity ("hypersensitivity ") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy on essure"), underwent caesarean section (seriousness criterion medically significant) and tooth extraction ("tooth extraction") and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017 removal of the left-sided essure/salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, dysuria, micturition urgency, vulvovaginal swelling, pregnancy with contraceptive device, caesarean section, menorrhagia, uterine haemorrhage, fatigue, uterine leiomyoma, night sweats, chills, vaginal discharge, asthenia, anaemia, ovarian cyst, dental caries, autoimmune disorder, hypersensitivity, tooth extraction and headache outcome was unknown, the urinary tract infection, genital haemorrhage, abdominal pain and migraine had not resolved and the pelvic pain, vaginal bleeding and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, anaemia, asthenia, autoimmune disorder, bacterial vaginosis, caesarean section, chills, dental caries, device dislocation, dysuria, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, micturition urgency, migraine, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth extraction, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal bleeding, vaginal discharge, vulvovaginal swelling and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Plaintiff still has the right essure device surgically implanted. Discrepancy noted in insertion date -(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: possible underlying fibroids. Ultrasound pelvis - on (B)(6) 2016: results: right ovarian cyst. Ultrasound scan - on (B)(6) 2016: results: confirmed the pregnancy. X-ray - in 2013: results: devices appeared to be in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received- new events : auto immune, hypersensitivity, headaches and tooth extraction were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("no essure® device was visualized on the right side/ small bowel had adhered"), pregnancy with contraceptive device ("pregnancy on essure"), caesarean section ("c-section"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("lower abdomen pain"), dysuria ("dysuria"), urine osmolarity ("pressure with urination"), vulvovaginal swelling ("vaginal introitus"), urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial vaginosis") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 4 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced night sweats ("night sweats"), chills ("chills"), vaginal discharge ("vaginal discharge") and asthenia ("weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), pelvic pain ("pain/ pain on her sides bilaterally"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ periods had become heavier"), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), dysuria (seriousness criterion hospitalization), urine osmolarity (seriousness criterion hospitalization), uterine leiomyoma ("fibroids"), vulvovaginal swelling (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), bacterial vaginosis (seriousness criterion hospitalization), the first episode of vaginal haemorrhage ("vaginal bleeding/"), anaemia ("anemia"), ovarian cyst ("right ovarian cyst"), dental caries ("chronic dental decay") and the second episode of vaginal haemorrhage ("vaginal spotting"). The patient was hospitalized from (B)(6) 2016. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the (B)(6) trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2017 removal of the left-sided essure). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, menorrhagia, uterine haemorrhage, fatigue, abdominal pain lower, dysuria, urine osmolarity, uterine leiomyoma, vulvovaginal swelling, night sweats, chills, vaginal discharge, asthenia, anaemia, ovarian cyst and dental caries outcome was unknown, the pelvic pain and the last episode of vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, migraine and urinary tract infection had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anaemia, asthenia, bacterial vaginosis, caesarean section, chills, dental caries, device dislocation, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, urine osmolarity, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vulvovaginal swelling, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: possible underlying fibroids, ultrasound pelvis - on (B)(6) 2016: right ovarian cyst, ultrasound scan - on (B)(6) 2016: confirmed the pregnancy, x-ray - in 2013: devices appeared to be in place. Most recent follow-up information incorporated above includes: on 21-dec-2017: event abdominal pain, lower abdomen, dysuria and pressure with urination, periods had become heavier, vaginal introitus, urinary tract infection, bacterial vaginosis, night sweats, chills, vaginal discharge, weakness, fatigue. Vaginal bleeding, fibroid, anemia, ovarian cyst, pregnancy, vaginal spotting, chronic dental decay, no essure device was visualized, c-section was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain ") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.